Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse found the reagent probe a collar wash waste valve was sticking open causing reagent probe a to leak. The fse replaced the collar wash solenoid valve to resolve the leak issue. The instrument software version is 5.0. (B)(4).

Event description:
The customer reported leaking from the reagent probes on their unicel dxc 600 synchron system. The customer stated the leak was contained but was unable to determine the volume. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.